Event description:
The unit was overfilling. User said she had enough solution of source solution on station #1 that had the electrolyte poole to run 7 bags but it ran out after the sixth bag was run. All the bags were discarded. There was no pt involvement.